Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected loss of capture and the right atrial (ra) lead exhibited undersensing. Both pacing leads remains in use. No patient complications have been reported as a result of this event.